Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. The report was submitted late by the manufacturer's rep, retraining has been conducted.

Event description:
It was reported that the pt had a 2 day history of withdrawal (symptoms unspecified) and the pump alarm was noted to have been on spontaneously. Telemetry indicated "stopped pump" despite not being programmed by the physician. The pump was replaced. The pt recovered without sequela. The pump was used to deliver lioresal.